Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited crosstalk oversensing of atrial activity in the right ventricular (rv) channel. Technical services (ts) was consulted and recommended reprogramming options. No adverse patient effects were reported. This crt-d remains in service.